Event description:
It was reported to ventec that the device's lcd touchscreen was jittering and flashing (black). There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec performed an initial evaluation of the device where the reported issue of a jittering and flashing (black) lcd touchscreen was confirmed. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: after additional testing of the device, the reported issue could no longer be duplicated. The device's internal cables and connectors were all checked to ensure that they were properly secure. The device underwent additional testing to see if the issue returned, but it did not. No abnormalities were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.